Event description:
It was reported that the patient received a "longer" shock and is currently "in pain." The patient also reported having a fever and vomiting. Follow up was attempted but unable to yield any relevant information. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.